Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room om (B)(6), 2013, and the abutment was exchanged. The implanted device remains.